Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was fails to open and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was fails to open and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. A field service engineer found that full height auxiliary drawer 6 not detected closed. Found latch sensor light off and missing magnet on inseparable. Replaced inseparable and reassembled the latch assembly and rebooted the device and latch sensor was turned on to resolve issue. The system functioned as intended after the field service engineer repaired the device.